Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy socket was loose.

Manufacturer narrative:
The bench repair technician evaluated the device and found that the device was operational after the loose screw was tightened. Functional tests were carried out with positive results. The device remains at the customer site and no further evaluation is warranted at this time.